Event description:
Healthcare professional (hcp) reported patient (pt) hemodialysis (hd) initiated on baxter meridian device when immediately following therapy start up, the pt care technician (pct) noticed arterial pressure started to drop. Pct stopped blood pump prior to device having time to react and alarm. Pct found venous line was disconnected. When the pt saw the separation in the venous bloodline, pt became anxious and passed out. Pct discontinued treatment, emt was called and pt was transported to the hospital ER. Pt's vital signs were stable prior to leaving the (hd) unit. Pt blood loss was considerably less than 300cc. Pt vital signs remained stable after arriving in ER. Hemodialysis unit physician reviewed notes received from ER and ascertained along with diagnosis from ER, patient experienced an anxiety attack after seeing catheter disconnected from bloodline. Hcp reported there was no air embolism, no medical intervention necessary and no patient injury resulted from this event. Patient returned to (hd) unit same day and completed therapy without further issues to report. Hcp reported device alarm limits were set.